Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during hp's automated peritoneal dialysis (apd) therapy the previous night. Reportedly, after receiving the system error 2240 message, hp cycled the homechoice machine on/off several times and started a new therapy with the same supplies. Per rn, no patient injury or medical intervention was associated with this incident.